Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the biometric identifier on the station kept failing. The customer stated that this had been an ongoing issue and that replacing the bioid module had not resolved the problem. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier kept failed. A technical support specialist (tss) manually installed the firmware update. The old version was uninstalled through programs and features in the control panel. The driver update was downloaded. The update was installed manually, and the sensor was confirmed to be using the latest driver in device manager. The service was verified as installed and running, and the station was rebooted to complete the process. The system functioned as intended after the technical support specialist troubleshot the device.